Event description:
The customer reported being hospitalized for high blood glucose levels, with a reading of 400 mg/dl. The customer had experienced high blood glucose levels for the past three days, and had received the no delivery alarm during the basal rates. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.